Event description:
It was reported that two very old unknown stents were re-stenosed in the circumflex (cx) artery. During a non-tortuous, non-calcified, distal to proximal, circumflex artery stenting procedure, a prowater asahi guide wire was advanced to the distal circumflex. A trek 2.0x 20 mm balloon was used to pre-dilate the distal lesion and a mini vision 2.25 x 23 mm stent delivery system (sds) was advanced but would not cross the lesion. The mini vision 2.25 x 23 mm sds was removed and resistance was met with the vessel of the proximal cx and the mini vision 2.25 x 23 mm stent dislodged from the sds. The prowater asahi guide wire came out of the patients' anatomy as they were removing the mini vision 2.25 x 23 mm sds and the mini vision stent was found free floating in the proximal cx. An attempt was made to re-wire another prowater asahi wire through the floating stent unsuccessfully. Another prowater asahi guide wire was advanced using the side wire approach and a trek 2.5 x 20 mm balloon was advanced and inflated to crush the mini vision stent against the vessel wall in the proximal cx. Another vision 2.75 x 28 mm stent was implanted over the crushed mini vision stent and also stenting the lesion in the proximal cx at one time.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A prowater asahi guide wire was advanced towards the distal cx to continue the procedure and it ended up in the obtuse marginal artery. A pilot 50 guide wire was advanced to the distal cx and ended up in another side branch off of the obtuse marginal artery. A pilot 50 guide wire was advanced and with the advancement of the pilot 50 guide wire a perforation occurred in the side branch off of the obtuse marginal artery. A prowater asahi 300 cm guide wire was advanced and the first two guide wires were removed. A graft master 3.0 x 19 mm sds was advanced to the side branch off of the obtuse marginal artery to cover the perforation. The graft master was inflated to 10 atmospheres and with the deflation of the graft master balloon it was noted that the perforation was much worse. A new graft master 3.0 x 12 mm sds was advanced to cover the perforation, but the new graft master would not cross the previously implanted stents to get to the perforation. The second graft master was removed without difficulty and a nc trek 2.5 x 15 mm balloon delivery catheter was advanced to the proximal cx vessel and inflated to occlude the distal cx vessel blood flow. The patient was sent to the coronary care unit (ccu) with the inflated balloon inside the artery to await surgery and 3 hours later he returned to the catherization laboratory for angiograms prior to surgery which found the artery had closed off and no surgery was required. The patient was discharged from the hospital over the weekend and is in good condition. There was no additional information provided. Guide wire: prowater asahi, stent: mini vision 2.75 x 28 mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The hi-torque pilot, mini vision and the graftmaster are being filed under separate manufacturing report numbers.